Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms two months post implant. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.